Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the black box recorded four ¿loss of prime¿ warnings between (B)(4) 2014 due to both low force and zero force sensor readings. Pump was exercised for 24 hours at 1 unit/hour with no ¿loss of prime¿ warnings or other eaws. Checked force sensor calibration, pump was found within specification at 170. Opened pump to inspect force sensor flex, no damage was noted to force sensor flex or pins. The battery compartment is cracked; the crack runs between the battery cap and the grip. Returned battery cap used in investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.